Event description:
A patient reported that their bottom arch is not straight, and their upper arch has some issues. The patient stated the two top teeth in front have become spaced, as well as the side tooth hasn't finished shifting, it is still turned.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.